Manufacturer narrative:
Describe event or problem - updated.

Event description:
It was reported that the patient is experiencing issues with his artificial urinary sphincter(aus) device but due to covid-19 restrictions he was unable to see his regular urologist. His local urologist performed a cystoscopy and discovered that the cuff had eroded into the urethra. The cuff was deactivated and the urologist inserted a urethral catheter to allow the patient to manage his condition. At the time of explant, a new device was not implanted. After six months of recovery, a surgery took place to re-implant a new cuff and device was chosen. No complications were encountered during either procedure.

Event description:
It was reported that the patient is experiencing issues with his artificial urinary sphincter(aus) device but due to covid-19 restrictions he was unable to see his regular urologist. His local urologist performed a cystoscopy and discovered that the cuff had eroded into the urethra. The cuff was deactivated and the urologist inserted a urethral catheter to allow the patient to manage his condition. The device was later removed with no new device being implanted, and no complications were encountered during the procedure.